Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a recurrent patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid cloudy effluent. The cause of the peritonitis was unknown. The patient was recommended to go to the emergency room; however, it was not reported if the patient was admitted to the hospital. Treatment details were not reported. Pd therapy remained ongoing and it was not reported if the patient had recovered from this recurrent event. No additional information is available.